Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): temperature tests prior to repair revealed the following results in the timeframe of four (4) minutes: gear: 114.9 degrees f - motor: 116.7 degrees f - bearing: 121.0 degrees f. Analysis found damage to the motor and housing due to heavy corrosion. The device was repaired, tested, and passed all manufacturing specifications. Method: test for high temperature conditions.

Event description:
It was reported that a igs m4 microdebrider was ¿heating and noisy¿ intraoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.